Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted five needles and one suture were returned with a retainer and opened breathable pouch. One of the needles was attached to the suture. The suture was measured with a metal ruler, asset nh02505, and determined the suture length to be 11 1/8 inches, 6 7/8 less than the original suture length. Four of the needles were disengaged from any suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. One of the detached needles was noted to be broken near the needle tip. No instrument marks were observed near the break site. It was reported that the tip of the needle broke off. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of broken suture. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the strength of the needles may be affected damage during use after the product has been opened and may impact the validity of any test results. Damage during use may result deformation of the needle contributing to a loss in needle strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the tip of the needle broke off. Another device was used to resolve the issue. There was no patient injury.